Event description:
Contact reported that a patient had come in for follow up post eagle / swift cervical implant (c6-c7). X-ray showed that one of the screws had backed out from the plate. Patient is doing well and the surgeon is taking no action at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Device cannot be returned and the product catalog and lot numbers are unknown. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.